Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following response was received from the hospital contact: could you please clarify if were there missing staples from the staple line? Or were unformed or malformed staples seen on the staple line? (B-formation, irregular, legs straight)? Was there a change in the procedure due event issue? If yes, please explain. Answer provide: I questioned this with the staff and they were unable to provide answers.

Event description:
It was reported that during an unknown procedure, a tx60b was used and after the device was fired and opened, and the staple line did not hold/stay together. There were no patient consequences. No additional information is available at this time.